Manufacturer narrative:
The device was returned for analysis. The reported balloon material rupture was unable to be confirmed, however there was a noted outer member tear. The reported dislodged or dislocated stent was able to be confirmed. The reported material deformation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the severely calcified and moderately tortuous anatomy resulted in the noted outer member tear; thus resulting in the reported rupture as the device was attempted to be inflated. Interaction/manipulation of the device resulted in the noted wrinkled outer member, the reported/noted multiple bent and flared struts and ultimately resulted in the reported/noted stent dislodgement. The noted multiple bends on the hypotube and kink in the shaft and bayonet/support skive likely occurred due to handling or during packing for return analysis. The treatment appears to be related to the operational context of the procedure as a second 2.8 x 18 mm graftmaster was implanted to successfully treat the perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, additional information was received indicating that the returned device analysis noted that the stent had moved on the delivery system balloon, but was not loose. Additionally flared and bent stent struts were noted. Follow up with the site indicates that the physician was aware of the stent movement and damage, but is not sure when the damage occurred. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the severely calcified and moderately tortuous diagonal artery. A perforation occurred during use of an unspecified device. The 2.8 x 16 mm graftmaster stent delivery system was advanced and an attempt was made to deploy the stent; however, the stent delivery system balloon ruptured at 12 atmospheres (atm). The stent along with the stent delivery system were removed without difficulty and a second 2.8 x 18 mm graftmaster was implanted to successfully treat the perforation. There were no adverse patient effects. No additional information was provided.